Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that her blood glucose value was 408 mg/dl; treating with insulin bolus dose. Customer stated that her blood glucose value is high due to not giving herself enough insulin bolus. Customer stated that the insulin pump is working and declined to troubleshoot the insulin pump. Customer also reported she is receiving lost sensor alerts. Customer received a new transmitter; the wrong transmitter ID is not programmed in the insulin pump. The led light on the transmitter is not blinking when connected to the sensor. Customer charged the transmitter and reconnected it to the sensor it is still not communicating. Nothing further reported.